Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed a crack in the lens once it was implanted. The surgeon removed the lens during the initial procedure and implanted a new lens. There was no patient harm.

Manufacturer narrative:
The device and the lens were returned in the opened blister tray inside the carton. Viscoelastic was observed in the device. The lens stop and plunger lock have been removed. The plunger is oriented correctly. Viscoelastic was dried in the device. The plunger was retracted to mid-nozzle. The nozzle tip has aneurysms along both sides on the posterior. The iol was returned adhered to a small piece of plastic. Viscoelastic was observed on the lens. Both haptics were torn from the optic in the optic/haptic junction. One haptic has a small split on the anterior distal surface. The other haptic was split on the posterior distal surface. The optic was not scratched. The optic center was torn and was torn near the edge. This damage may have been interpreted as the reported complaint. The optic was torn into two portions. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The reported scratch was not observed; however other optic damage was observed which may have been interpreted as the reported event. The root cause for the reported event may be related to a failure to follow the dfu. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the company aspheric intraocular lens with company preloaded delivery system dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu for the company aspheric intraocular lens with company preloaded delivery system and is not recommended under any circumstance. The manufacturer internal reference number is: (B)(4).